Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the total hip initially implanted in 2006 was revised because the neck of femoral stem snapped. The liner also appeared to have failed when it was removed.